Manufacturer narrative:
The pump has been returned to animas at the time of this report, but evaluation has not been completed. A supplemental report will be filed when investigation has concluded regarding this device. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas stating that there was a power issue with the pump. No further information was provided. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 06/12/2014. Correction:this report was submitted in error; the product had been returned and evaluated by animas, and no defect was found with the device at the time of the report. The results of the product investigation have been included below.the device has been returned to animas and evaluated on (B)(6) 2014 with the following findings: the pump powered on with a returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed with the device. The battery cap measured within specifications. The battery compartment was found to be intact. The pump was exercised for a 24 hour period issues or alarms occurring. There was no evidence of moisture or loose components inside pump. The device¿s black box recorded dates from (B)(6) 2013, but the complaint was logged on (B)(6) 2014. No pump reboot events were observed in the black box history.